Event description:
Information received indicates the head high low will drift down six inches over a one hour period.

Manufacturer narrative:
The technician isolated the issue to the trend valve. He replaced the trend valve, tested the bed and found the bed would no longer drift.